Manufacturer narrative:
This is a correction report to MDR# 2954323-2010-01851. The adc customer had (2) different test strip lots and the original MDR was filed under an unaffected strip lot (45001a890). This report corrects (B)(4) of the MDR to report on affected test strip lot 45001a483. The expiration of this lot is 09/30/2011 and the manufacture date is 05/25/2010.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Evaluations results: retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. Customers will be notified through a remedial action letter adc fa1197-2010.